Manufacturer narrative:
This complaint is under investigation and will be updated once additional information becomes available.

Event description:
Additional information indicates the cause was not determined and will continue to monitor lead.

Event description:
Boston scientific received information that this patient received a latitude red alert for high shock impedance. No adverse effects nor any medical/surgical intervention have been reported at this time.